Event description:
It was reported that the patient became asystolic after induction shocks. A setscrew issue was suspected. The pocket was opened and the setscrews were reset; however, the same issue repeated. The following day, the physician replaced the device and lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.